Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. No problem was found and no parts were replaced. Evaluation of the received device logs for the given date of event showed that a ventilation period was started and on-going for 4 minutes and then the ventilator set to standby mode. No alarms were generated during these 4 minutes of ventilation. No more ventilation was performed on the date of event. There were no technical alarms during the event date to indicate a technical failure on the ventilator and the pre-use checks tests prior to, and after the event date, passed without deviations. The reported event cannot be confirmed from the received device logs. The cause of the reported event cannot be determined.

Event description:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it was generating intermittently two alarms, one indicating oxygen concentration high and the other one indicating airway pressure high. There was no patient harm reported. (B)(4).